Event description:
In 2008, this pt presented with a thoracic aortic aneurysm and was treated with four gore tag thoracic endoprostheses and a planned carotid-carotid-subclavian bypass was performed. The pt tolerated the procedure. A follow-up imaging (exact date unk) revealed the proximal device had migrated into the aneurysm sac. Proximal infolding was also observed. In 2008, a reintervention occurred whereby a medtronic freeflo stent was placed at the proximal end of the devices. The pt tolerated the procedure and is reported to be doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the devices met all pre-release specifications. Other related devices implanted: tag2810, tag2610, tag3110.